Manufacturer narrative:
The troponin reagent lot and expiration date were requested but not provided. Calibration was last performed on (B)(6) 2023. The field service engineer (fse) found that the measuring cells were old and the magnet was out of alignment. The fse replaced the cells, adjusted the magnet, and performed instrument checks successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys troponin t assay results for 1 patient sample on a cobas e 801 module. The initial troponin result was 217 ng/ml. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The sample was repeated on another e801 analyzer and the result was 22.8 ng/ml. The repeat result was deemed correct.